Event description:
Healthcare professional reported, left side infection. Healthcare professional, later reported, "wound located in left nipple with associated drainage and erythema" and "fluid within the left breast pocket". Device has been explanted.

Manufacturer narrative:
The events of seroma-late, drainage and infection (early onset) are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, drainage and infection (unknown onset).